Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the stylet blocked in the entrance of the lead. Rv lead was never implanted and was replaced. No patient complications have been reported as a result of this event.